Manufacturer narrative:
This report is for an unknown mono/polyaxial screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between june 2003 to june 2005. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: liu, s. Et al (2009), monosegmental transpedicular fixation for selected patients with thoracolumbar burst fractures, journal of spinal disorders & techniques, vol. 22 (1), pages 38-44, doi: 10.1097/bsd.0b013e3181679ba3 (china). The aim of this prospective cohort study is to evaluate the efficacy of an innovative operative technique called monosegmental transpedicular fixation for the treatment of some thoracolumbar burst fractures. Between june 2003 to june 2005, a total of 20 patients (17 male and 3 female) with an average age of 38.2±10.9 years (range, 18 to 62 y) underwent monosegmental transpedicular fixation plus posterior fusion. Surgery was performed using pedicle screw systems (moss-miami, depuy-acromed, (B)(4)) or from competitor's device. Of the total 20 consecutive patients, all were followed up successfully with an average final follow-up of 24.7±8.0 months except for 2 patients. The following complications were reported as follows: patient 4 died of pneumonia 3 months after operation. 1 patient had a kyphotic progression of 6 degrees. 11 patients had unchanged neurologic functions. 4 patients had urinary infections. 1 patient had superficial infection. A (B)(6)-year-old male patient had minimal pain and no need for medication. A (B)(6)-year-old male patient had moderate pain and occasional medication. A (B)(6)-year-old male patient had minimal pain and no need for medication. A (B)(6)-year-old female patient had minimal pain and no need for medication. A (B)(6)-year-old male patient had minimal pain and no need for medication. A (B)(6)-year-old male patient had moderate pain and occasional medication. A (B)(6)-year-old male patient had minimal pain and no need for medication. A (B)(6)-year-old female patient had minimal pain and no need for medication. A (B)(6)-year-old male patient had a 10-degree kyphotic progression combined with screw dislodgment in the fractured vertebra. The patient complained of severe back pain (rated p4) and had to be operated again by removing the loose screws and long-segment fixation to correct the progressed kyphosis. This report is for an unknown moss-miami. This report is for one unknown mono/polyaxial screw. This is report 1 of 1 for (B)(4). This report is linked to (B)(4).